Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.

Event description:
It was reported that during preventive maintenance of the system done by the hospital or other external company, the bubble sensor of the cool flow pump was not detecting the presence of bubbles in the tubing/did not give a bubble alarm (bu) message and the pump did not stop. No pt injury was related to this incident.